Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx des was implanted in the lad. It was reported that a dissection occurred during stent deployment in the lad, caused by the medtronic device. The dissection was treated with a resolute onyx des implanted in the lad. The investigator assessed the event as not related to the antiplatelet medication but casually related to the index device. The patient recovered.